Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited a communication error, and blackout during angulation adjustment. The issue occurred during preparation for use. There were no reports of patient harm.